Event description:
It was reported while using bd facsvia¿ flow cytometer waste sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: the sipper tube keeps overfilling and also the red tubes in the top section keep coming off and leaking inside. 1. Was the leak fluid or air? (If air, no further questions required) - fluid. 2. Was the leak contained within the instrument? - no. 3. Was the leak in a customer accessible location? - yes. 4. Was there spray of fluid under pressure? - yes. 5. What was the fluid that leaked? - instrument waste. 6. What is the source of leak -- waste line or non-waste line? - waste line. 7. Was the customer exposed to blood or bodily fluids? - no. 8. Was there any physical harm to the customer as a result of the leak? - no.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facsvia flow cytometer, part # 656874 and serial # (B)(6). Problem statement: customer reported complaint on a waste leakage without bleach not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 20may2020 to date 20may2021. Complaint trend: there are 21 complaints related to the issue of a waste leakage not contained within the instrument; date range from 20may2020 to date 20may2021. Manufacturing device history record (DHR) review: DHR part # 656874 serial # (B)(6), file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the waste leakage not contained within the instrument was due to a worn waste connector. The fse (field service engineer) responding to this complaint came onsite and attempted to replicate the issue. The fse observed the fluid dripping from a waste tank connector, possibly blocking fluid from entering the waste tank. As a temporary solution, an alternative connector was fitted for until the proper one could be attached. After this repair the fse tested the instrument, which failed, and further found that there was a possible controller pcb failure. The fse scheduled a follow up field service when the required electronics cage was ready. During the follow up field service, the fse replaced the electronics cage, calibrated fluidics, and tested the instrument. The fluidics startup, auto volume procedure, and cst passed without issue so it seemed that the instrument was back in working order. No parts were requested for evaluation as the replaced parts are not returnable and were discarded. Although the leakage was of biohazardous material, the customer confirmed that they did not come in contact with the leaked fluid and was not harmed in any way. Additionally, while there was reportedly a spray of fluid, this spray was not a degree which would significantly increase the risk of exposure. This instrument was being used for clinical treatment but no patients were harmed as the results gathered were prior to any diagnostic decision and did not affect the patient in any way. The safety risk is severe, s4, though there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(4) 2018. Defective part number: 660493 - assy electronics cage service. Work order notes: subject / reported: 656874 - bd facsvia - fluidics issue. Problem description: 656874 - bd facsvia - fluidics issue. The sipper tube is also overfilling and the red tubes in the top section keep coming off and leaking inside. Work performed: stm 28/05/21. Replace electronics cage ordered by ah. Fluidic startup completed without errors. Auto volume procedure completed. Cst passed. Cytometer returned to customer in working order. Ah 20.may.2021 - attempted to replicate fault, system reports fluidic issue during startup. Observed fluid dripping from the top of the waste tank connector and the sample tube is being back filled with fluid. Found waste tank connector to have failed and is not allowing fluid to flow into the waste tank. This also explains why the red tubes are popping off because the waste pump is pumping fluid into the tube without it being able to go anywhere. Replaced waste tank connector - required connector type not in stock so an alternative was fitted as a short term solution. Instrument restarted - no fluidic errors reported. Qc check completed - failed, fsc and ssc are normal but no events found in fl1 to fl4. Detector pcb checked for water damage, no obvious damage or pools of fluid found but failure mode indicates a signal processing issue. Possible controller pcb failure. Further action required - information on fault forwarded to technical specialist for comment. Replacement controller pcb to be sourced. Cause: stm 28/05/21. Replace electronics cage. Calibrate fluidics. Ah 20.may.2021 - waste tank connector failure. Connector failure has caused a leak to develop and possibly damage the controller pcb. Solution: ah 20.may.2021 - part number for failed waste tank connector could not be found. Returned sample evaluation: a return sample was not requested because although the replaced part is returnable, it was not required for the investigation. Risk analysis: risk management file part # 10000176773, rev. 01/vers. D, bd facsvia clinical software version 1.2 risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. ID: (B)(4). Hazard event: exposure to bio-hazardous material during instrument startup. Cause of event: no empty tube on sip (manual) to collect sample fluid during startup fluidics. Harmful effects: exposure to bio-hazardous material risk control(s): ¿sy-3126 ¿ safety ¿ biohazard ¿pcyt-3055 ¿ labeling sip biohazard ¿cyfr-699 ¿ startup and shutdown fluidics operations ¿user will apply the universal precaution - instructions for use guide - chapter on startup and shutdown ¿wear suitable ppe ¿ biological safety ¿ safety and limitations guide ¿user instructed to place tube on sip prior to starting up cytometer - instructions for use guide - chapter on startup and shutdown ¿if properly shutdown then bio-hazardous material should not be present. User instructed to properly shutdown the cytometer after use, which runs bleach through the system - instructions for use guide - chapter on startup and shutdown implementation verification: ¿see pcyt-3055 ¿23-14661-00 bd facsvia¿ safety and limitations; ¿mpi7100282 ¿ mpi, assy, sample stage, gen-4 ¿tp-152 ¿23-14662-00 bd facsvia¿ instructions for use effective verification: ¿design verification report ¿ pm053 cytometer, generation IV ¿tp-152 fw fluidics startup and shutdown communications , sheath usage, and maintenance pass date: 26-aug-2014. Probability: 1. Severity: 4. Risk index: 4. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste connector. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn waste connector. During the first field service, the fse was able to identify the cause of the leakage and replaced the worn connector with a temporary replacement. They then ordered for a new electronics cage since the leakage damaged the one inside the instrument and was causing signal issues. During the follow up field service, the fse replaced the electronics cage, calibrated the fluidics, and tested the instrument for further issues. After the repair the instrument was functioning as expected with no further leakages. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is severe, s4, though there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facsvia¿ flow cytometer waste sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: the sipper tube keeps overfilling and also the red tubes in the top section keep coming off and leaking inside. Was the leak fluid or air? (If air, no further questions required) - fluid. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Instrument waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.